Event description:
According to the reporter, intra-operatively, there was a problem loading the device, it crashed upon mounting on the stapler, it was unable to be fired and handle could not be squeezed but able to press the green button. No patient injury.